Event description:
It was reported that the pump quick bolus/wake button is difficult to press and/or requires multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.